Event description:
Hamilton medical ag received the following event description: the report from hospital say: a patient experienced difficulty breathing and required mechanical ventilation. When the ventilator was pushed to the bedside, the ventilator support arm fell off and injured medical staff. Subsequently, the bracket was re-fixed and the ventilator continued to operate normally. No additional information were provided. Currently, the event is under investigation to verify the reported allegations.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). At the time of creation of this report, the serial number is unknown; therefore, section d4. (Primary unique device identification (UDI) number) remains empty. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: according to the information received, the support arm detached while a nurse was moving the ventilator to the bedside. No medical staff was hit. The event occurred before the infant was connected to the ventilator. The device was not in use on the patient, and no harm was caused to either the patient or medical staff.

Manufacturer narrative:
Follow-up 1: investigation outcome. According to the information received, the support arm detached while a nurse was moving the ventilator to the bedside. No medical staff was hit. The event was caused by the loosening and falling off of the screws of the support arm, an auxiliary part for supporting the breathing circuit. The ventilator itself functioned normally without malfunctions. The support arm fell off and was put back into normal use after reinstallation and screw tightening. Therefore, the event is attributed to maintenance issues and has no relation to product quality. Hamilton medical ag considers this case closed.